Event description:
2 clips got broken in succession during a surgery. It was unknown whether they broke at loading or at ligation. Therefore, the user replaced the applier with a new one and opened a new cartridge to complete the surgery. No clip fell/remained in the patient.

Manufacturer narrative:
Qn# (B)(4). The customer returned one clip from unit 544240 hemolok l clips 6/cart 84/box for investigation. The cartridge was not returned. The clip was visually examined with and without magnification. Visual examination revealed that the clip had both of its pierced bosses broken off. R & d engineering was consulted for this complaint issue. According to r & d, the observed damage to the broken clip is consistent with improper loading of the clips (possibly loading with high force at a severe angle) or with using damaged appliers. The appliers were not returned for investigation. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clip indicates that unintentional user error caused or contributed to this event. The reported complaint of "broken/detached parts - clip - boss" was confirmed based upon the sample received. One loose clip was returned with both pierced bosses broken. R & d was consulted for this complaint and it was determined that the observed damage to the broken clips is consistent with improper loading of the clips (possibly loading with high force at a severe angle) or with using damaged appliers. It is unknown how the returned clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Manufacturer narrative:
Qn#: (B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73a2100752 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
2 clips got broken in succession during a surgery. It was unknown whether they broke at loading or at ligation. Therefore, the user replaced the applier with a new one and opened a new cartridge to complete the surgery. No clip fell/remained in the patient.